Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("left essure coil hanging out of the fallopian tube into the uterus, irritating and perforating") and uterine adhesions ("2 adhesions removed") in a 35 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. Medical conditions: before sterilization she was a very fit person, healthy, slim, and with a muscular body. No concomitant medication. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), uterine adhesions (seriousness criteria medically important and intervention required), abdominal pain lower ("hard painful and growing 'role'' in my lower abdomen, at the position of the left fallopian tube"), abdominal discomfort ("hard painful and growing 'role'' in my lower abdomen, at the position of the left fallopian tube"), heavy menstrual bleeding ("very heavy and prolonged menstruations / from (B)(6) 2018 had menstruation every two weeks with a duration of 1.5 weeks"), back pain ("severe back pain"), weight fluctuation ("fluctuations in weight"), migraine ("migraine"), mood swings ("moodswings"), arthralgia ("pain in joints"), arthropathy ("joints abnormalities in finger joints"), fatigue ("chronic tiredness"), musculoskeletal disorder ("chronic neck- and shoulder complaints") and alopecia ("hair loss"). The patient was treated with diazepam as well as surgery (surgery to remove coils, both fallopian tubes and 2 adhesions). At the time of the report, the arthralgia was resolving. The outcomes for uterine perforation, uterine adhesions, abdominal pain lower, abdominal discomfort, heavy menstrual bleeding, back pain, weight fluctuation, migraine, mood swings, arthropathy, fatigue, musculoskeletal disorder and alopecia were unknown. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, arthralgia, arthropathy, back pain, fatigue, heavy menstrual bleeding, migraine, mood swings, musculoskeletal disorder, uterine adhesions, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: sterilization procedure was well performed and checked with an ultrasound after 3 months. Soon after sterilization procedure she got several complaints which she never had before - they had negative impact on health ever since sterilization with essure procedure in (B)(6) 2012. In her opinion the cause was hormonal. She even thought that she was in an early menopause; which was excluded by a physician. In (B)(6) 2018 a friend informed her that essure was withdrawn from the EU market for 1 year. At that moment she started to gain information and suddenly everything became clear. In (B)(6) [2019] she had surgery on medical indication removing the coils, both fallopian tubes and 2 adhesions. Recovery is painful and it is not sure whether complete recovery will be the end result. At the moment of this report, 2 days after surgery, the joint pain is decreasing luckily. She denied concomitant medications. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] (date unknown): menopause excluded by physician [ultrasound scan] in (B)(6) 2013: coils were correctly in position; on (B)(6) 2019: the left essure coil hanging out of the fallopian tube into the uterus and was irritating/perforating the uterus [vitamin b12] (date unknown): not the cause of the problems [vitamin d] (date unknown): not the cause of the problems. The most recent follow-up information incorporated above includes data received on: 26-aug-2022: the follow information were updated reporter information, patient details, start date updated from (B)(6) 2012 to (B)(6) 2012, updated imdrf codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("left essure coil hanging out of the fallopian tube into the uterus, irritating and perforating") and uterine adhesions ("2 adhesions removed") in a 35 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. Medical conditions: before sterilization she was a very fit person, healthy, slim, and with a muscular body. No concomitant medication. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), uterine adhesions (seriousness criteria medically important and intervention required), abdominal pain lower ("hard painful and growing 'role'' in my lower abdomen, at the position of the left fallopian tube"), abdominal discomfort ("hard painful and growing 'role'' in my lower abdomen, at the position of the left fallopian tube"), heavy menstrual bleeding ("very heavy and prolonged menstruations / from (B)(6) 2018 had menstruation every two weeks with a duration of 1.5 weeks"), back pain ("severe back pain"), weight fluctuation ("fluctuations in weight"), migraine ("migraine"), mood swings ("moodswings"), arthralgia ("pain in joints"), arthropathy ("joints abnormalities in finger joints"), fatigue ("chronic tiredness"), musculoskeletal disorder ("chronic neck- and shoulder complaints") and alopecia ("hair loss"). The patient was treated with diazepam as well as surgery (surgery to remove coils, both fallopian tubes and 2 adhesions). At the time of the report, the arthralgia was resolving. The outcomes for uterine perforation, uterine adhesions, abdominal pain lower, abdominal discomfort, heavy menstrual bleeding, back pain, weight fluctuation, migraine, mood swings, arthropathy, fatigue, musculoskeletal disorder and alopecia were unknown. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, arthralgia, arthropathy, back pain, fatigue, heavy menstrual bleeding, migraine, mood swings, musculoskeletal disorder, uterine adhesions, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: sterilization procedure was well performed and checked with an ultrasound after 3 months. Soon after sterilization procedure she got several complaints which she never had before - they had negative impact on health ever since sterilization with essure procedure in (B)(6) 2012. In her opinion the cause was hormonal. She even thought that she was in an early menopause; which was excluded by a physician. In (B)(6) 2018 a friend informed her that essure was withdrawn from the EU market for 1 year. At that moment she started to gain information and suddenly everything became clear. In (B)(6) [2019] she had surgery on medical indication removing the coils, both fallopian tubes and 2 adhesions. Recovery is painful and it is not sure whether complete recovery will be the end result. At the moment of this report, 2 days after surgery, the joint pain is decreasing luckily. She denied concomitant medications. Diagnostic results (normal ranges are provided in parenthesis if available): [investigation] (date unknown): menopause excluded by physician [ultrasound scan] in (B)(6) 2013: coils were correctly in position; on (B)(6) 2019: the left essure coil hanging out of the fallopian tube into the uterus and was irritating/perforating the uterus. [Vitamin b12] (date unknown): not the cause of the problems. [Vitamin d] (date unknown): not the cause of the problems. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-sep-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("left essure coil hanging out of the fallopian tube into the uterus, irritating and perforating") and uterine adhesions ("2 adhesions removed") in a (B)(6) female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before sterilization she was a very fit person, healthy, slim, and with a muscular body. No concomitant medication. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine adhesions (seriousness criteria medically significant and intervention required), abdominal pain lower ("hard painful and growing 'role'' in my lower abdomen, at the position of the left fallopian tube"), abdominal discomfort ("hard painful and growing 'role'' in my lower abdomen, at the position of the left fallopian tube"), menorrhagia ("very heavy and prolonged menstruations / from (B)(6) 2018 had menstruation every two weeks with a duration of 1.5 weeks"), back pain ("severe back pain"), weight fluctuation ("fluctuations in weight"), migraine ("migraine"), mood swings ("mood swings"), arthralgia ("pain in joints"), arthropathy ("joints abnormalities in finger joints"), fatigue ("chronic tiredness"), musculoskeletal disorder ("chronic neck- and shoulder complaints") and alopecia ("hair loss"). The patient was treated with diazepam and surgery (surgery to remove coils, both fallopian tubes and 2 adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, uterine adhesions, abdominal pain lower, abdominal discomfort, menorrhagia, back pain, weight fluctuation, migraine, mood swings, arthropathy, fatigue, musculoskeletal disorder and alopecia outcome was unknown and the arthralgia was resolving. The reporter considered abdominal discomfort, abdominal pain lower, alopecia, arthralgia, arthropathy, back pain, fatigue, menorrhagia, migraine, mood swings, musculoskeletal disorder, uterine adhesions, uterine perforation and weight fluctuation to be related to essure. The reporter commented: sterilization procedure was well performed and checked with an ultrasound after 3 months. Soon after sterilization procedure she got several complaints which she never had before - they had negative impact on health ever since sterilization with essure procedure in (B)(6) 2012. In her opinion the cause was hormonal. She even thought that she was in an early menopause; which was excluded by a physician. In (B)(6) 2018 a friend informed her that essure was withdrawn from the EU market for 1 year. At that moment she started to gain information and suddenly everything became clear. In (B)(6) [2019] she had surgery on medical indication removing the coils, both fallopian tubes and 2 adhesions. Recovery is painful and it is not sure whether complete recovery will be the end result. At the moment of this report, 2 days after surgery, the joint pain is decreasing luckily. She denied concomitant medications. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: menopause excluded by physician. Ultrasound scan - in (B)(6) 2013: coils were correctly in position; on (B)(6) 2019: the left essure coil hanging out of the fallopian tube into the uterus and was irritating/perforating the uterus. Vitamin b12 - on an unknown date: not the cause of the problems. Vitamin d - on an unknown date: not the cause of the problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.